Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to CT and was now getting no flow on arctic sun device. Flow rate (fr) was 0, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, system hours were 2652 and pump hours were 2514. Added right chest pad. No change in values. Same with left chest pad. Tried new device with old pads (dyzfy051). Probe not compatible. Nurse opted to change pads. Advised to call back if no flow after changing pads for further troubleshooting.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to CT and was now getting no flow on arctic sun device. Flow rate (fr) was 0, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, system hours were 2652 and pump hours were 2514. Added right chest pad. No change in values. Same with left chest pad. Tried new device with old pads (B)(6). Probe not compatible. Nurse opted to change pads. Advised to call back if no flow after changing pads for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to CT and was now getting no flow on arctic sun device. Flow rate (fr) was 0, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, system hours were 2652 and pump hours were 2514. Added right chest pad. No change in values. Same with left chest pad. Tried new device with old pads (dyzfy051). Probe not compatible. Nurse opted to change pads. Advised to call back if no flow after changing pads for further troubleshooting.